Event description:
During a gastric bypass with roux-en-y procedure, the device had been fired four times previously on the small bowel. When the device was fired to transect the stomach, the knife blade advanced forward; however, the staples in the reload did not form "b"s. Instead, the staples were open. As a result, the surgeon had to stitch the stomach closed at that point of transection. There was no patient consequence.